Event description:
During functional testing by a service technician at the manufacturer facility, it was found that the handpiece had run-on. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.